Event description:
The reporter stated that during a posterior cervical spinal procedure using the atoll occipito-cervico-thoracic system, the front tip of the instrument broke while tightening the nut on the screw head. Consequently, the surgical procedure was prolonged by about two hours. There was no adverse outcome for the pt.

Manufacturer narrative:
An investigation has been initiated based upon the reported info.